Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also a significant discrepancy between the sensor glucose and blood glucose values, and the display of the insulin pump was blank and received a "calibration not accepted" alert. The hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-332a, mmt-886a, and mmt-7040a. Troubleshooting was not performed for blank display. Troubleshooting was performed for difference between glucose values. Insulin delivery was not suspended. Blood glucose value was 153 mg/dl and sensor glucose value was 69 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was partially performed for hyperglycemia, and the customer declined further troubleshooting. Instructed customer that non-serialized product will be replaced. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-886a. The customer will discontinue use of the sensor. Mmt-7040a was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.